Event description:
A healthcare professional reported system indicated high voltage during calibration prior to a refractive procedure. The procedure was completed using the same equipment without consequence or impact to the pt. No additional info is available for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crf 803.56 when additional reportable info becomes available. (B)(4).